Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this patient went to the emergency room due to a heart rate of 32bpm. The patient also had been experiencing soreness at the implant site. The device was not interrogated at the hospital and the patient was scheduled for a device checked the day of this call. The patient stated he had been told that he had a loose wire which will need replacement. No adverse patient effects were reported.